Manufacturer narrative:
During site visit by abbott field service (fs), the architect (B)(6) analyzer was inspected, and various diagnostic checks of the system, adjusting and cleaning was performed. A specific cause(s) was not identified. A review of the analyzer service history identified no contributing factors to the current complaint. The trend review by the product list number found no trends related to this issue. Labeling was reviewed and contains adequate information on maintenance and troubleshooting of the reported issue. Based on the investigation, no product deficiency was identified for architect c4000 processing module serial number (B)(6).

Manufacturer narrative:
Patient identifier = sid= (B)(6). There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium result on architect c4000 processing module for one patient. The results provided were: on (B)(6) 2020 sid (B)(6) initial magnesium result=8.17 mg/dl /repeated=2.2 mg/dl laboratory reference range for magnesium=1.60 to 2.60 mg/dl there was no reported impact to patient management.